Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23 millimeter (mm) transcatheter bioprosthetic valve, after the valve was deployed valve-in-valve into a previous implanted non-medtronic valve, the valve dislodged into the ascending aorta. The physician decided to explant the non-medtronic and medtronic valve and implant a non-medtronic surgical valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history records for the valve were reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. Per medtronic¿s use failure mode effects and criticality analysis (ufmeca) for evolutr, dislodgement of valve from position resulting in a surgical explant and secondary procedure is a potential hazardous situation associated with the use of the valve. Two (2) still images provided with the complaint were reviewed. The images confirmed that the evolutr dislodged above the previously implanted surgical valve but could not confirm the cause of the dislodgement. Based on the information received and the review of the still images, the root cause of the valve dislodgement could not be conclusively determined. However, potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. Valve dislodgement events are typically not related to a device malfunction. There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.